Manufacturer narrative:
The pump was returned to moog and subjected to a number of mechanical and flow-related tests. Visual inspection confirmed that pump had sustained some physical damage, though mostly cosmetic. The damage sustained was indicative of the pump having been mistreated (dropped, etc). The dose done and no food alarms were tested, and the pump alarmed as specified. Volumetric accuracy was also tested and found to be out of specification, although not to the level usually considered reportable by moog. The accuracy out-of-spec result was attributed to debris having been found in the pump's rollers, indicating that the pump was in need of cleaning, as described in the user manual. This MDR is being submitted retrospectively because the details of the complaint seem to indicate that the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit MDR's for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated: "teal skin on pump is bubbled, pump is not delivering accurately (food runs out and pump continues to run, even with an appropriate dose set). Rate: 600 dose: 450. " the provider, upon its own inspection, found signs of abuse (raised keypad, broken door hinge, cracked front housing), and send the pump to moog for service.